Manufacturer narrative:
(B)(4). The device was returned to baxter for evaluation. The evaluation of the unit could not duplicate the customer's complaint. Incoming testing found the unit to run at a rate of 100ml/hr and a vtbi of 999 for 3 hours without going into any upstream occlusion alarms. The upstream sensor adc values were monitored and found to be within specification. Internal evaluation of the unit found cracks in the tail pins of the upstream sensor assembly. These cracks can cause intermittent upstream occlusion alarms. The cause appears to be cracks found in the tail pins of the upstream sensor assembly. The upstream sensor assembly has been replaced.

Event description:
The customer reported that the spectrum pump has an intermittent upstream occlusion issue. The customer reported that the issue was not instant, and had occurred after the test infusion had run for a while. There was no pt incident reported. No further info was provided.